Manufacturer narrative:
The product investigation was completed. Device evaluation details: according to pictures provided by the customer, it was observed reddish material in the pebax area. Visual analysis of the returned sample revealed reddish material and a hole/tear in the pebax of the smart touch unidirectional sf catheter. All units are inspected prior to leaving the facility as there are functional tests and inspections at control points based on the process flow diagram (pfd) per its part number to avoid this type of damage from leaving the facility. The instructions for use contain the following warning stated in the carto 3 system manual: before use, check irrigation ports are patent by infusing heparinized normal saline through the catheter and tubing. Also, do not continue the use of the catheter if is not functioning properly or presents physical damage. A manufacturing record evaluation was performed for the finished device number 30701813l and no internal actions related to the complaint were found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
A patient underwent an ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter for which biosense webster¿s product analysis lab identified a hole on the pebax with reddish material inside. The finding was identified on (B)(6) 2022. After the procedure, the stsf was removed from the patient and there was blood in the clear tip of the catheter (inside of the device). There were no difficulties in removing the catheter from the patient. No external damage was noted at the time. Hole in the pebax is MDR-reportable. Foreign material (blood) inside of the pebax with no external damage is not MDR-reportable.